Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2017 with the following findings: during investigation, the pump was returned with moisture behind the display lens. There was no corrosion found in the battery compartment. The battery cap was not returned and a test battery cap was able to attach to the pump. The pump did not power on and there were no audible, vibratory sounds or display screens. The attempt to download the pump history and black box were unsuccessful. A leak test failed with the battery compartment leak. The pump cover was removed and there was evidence of moisture in the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked.